Event description:
Patient tracking received a tracking form via email reporting a catheter revision due to "migration out of it space." Agent stated that the catheter migration was identified by a csf leak and subsequent patient headache. The physician did not know why the catheter migrated. The catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and was not returned. Physician reported that the cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).